Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction is required for the originally b5 statement sent in for this issue. The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The corrected b5 statement is below: the manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. A correction was made to the short description field. The previous short description field read: vent inop alarm occurred on an aeris evo device. The corrected short description field now reads: a vent service require alarm occurred on an aeris evo device.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but no errors were found. The device was further evaluated, and contamination was found on the following parts: machine flow sensor, muffler assembly, and the in-line filter proximal. These parts need to be replaced on the device. Additional findings not related to the malfunction/issue was the blower assembly needing to be replaced on the device. The following part was proactively replaced on the device: air foam inlet filter.